Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that post-implant, the ventricular lead exhibited high impedance. The pocket was reopened, and the lead was explanted and replaced.